Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) ECG not coming on.

Manufacturer narrative:
Event site postal code and phone number: (B)(6). It was reported that during routine check the cardiosave intra aortic balloon pump (iabp) "ECG not coming". A getinge field service engineer (fse) checked with system trainer and found equipment is working perfectly at trainer. Then checked connectivity of ECG lead wire set, operating room 50 inch 5 lead wire set and found no connectivity. Fse replaced ECG lead , performed all functional test. Patient involvement was not there.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) ECG not coming on. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b3, b4, e1 (initial reporter), e2, e3, g3, g6, h2, h10, h11.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
N/a